Event description:
Approximately 47 days after implantation of a gore excluder bifurcated endoprosthesis a routine follow-up exam revealed a distal type I endoleak. This endoleak was located in the right iliac limb resulting in aneurysm enlargement. A reintervention took place to seal the leak using a gore excluder bifurcated endoprosthesis large diameter contralateral leg exterior. Currently the leak is sealed and the patient is doing well.